Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the 15fr bipolar electrode broke during the hysteroscopy procedure, rendering it unusable. Therefore, it was necessary to use another electrode, from the same lot, to continue the procedure. No negative impact in state of health reported.